Manufacturer narrative:
Additional information received reported that there was no patient impact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that there was no patient impact. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient fell and damaged the device. According to the report, the device could not be adjusted and was explanted.